Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: the synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching, or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approximately 119cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties occurred. The 70% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 6f guiding catheter was placed and pre- dilation was performed with a 2.00x12mm balloon catheter. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The lesion was pre-dilated again with 2.50x12mm balloon catheter, still the stent was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient was stable and doing well. However, returned device analysis revealed a shaft break.